Event description:
Crack in the catheter just under bifurcation (B)(4) 2010. Catheter is changed. Needs to stay in the hospital due to bleeding. Pt sent home (B)(6) 2010. On (B)(6) 2010, pt returns with bleeding. Returns to home next day. On (B)(6) 2010, infection is found. Returns to home (B)(4) 2010.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr of lot # rerf0043 showed no other similar product complaint(s) from this lot number.